Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that they inserted a new battery but does not help, and dome label stick of case detached (end cap sticker). The customer stated that the pump was not bumped or dropped. The customer doesn't know how the damaged occurred. The customer was advised that the device would be replaced and asked verbally and in written form to return the broken pump for analysis.